Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to verify pump error 24 or pump error 49 due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power failure detected alarm. The customer stated they also received history pointers failed and are corrupted alarms. The power failure detected alarm recurred after a self test. No harm requiring medical intervention was reported. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.